Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and installed the software. The se performed extended self-testing on the device.

Event description:
It was reported that during testing, the 840 ventilator had blank display. There was no patient involvement.